Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed back to back blood glucose tests and got results of 390, 100 and 454 mg/dl. Tests were done one after the other, using different fingersticks and test strips. Reporter had symptoms of feeling lightheaded. A control solution test of 127 was within range. On follow-up, the reporter stated that he also had a meter to lab comparison test, side by side, with results of 156 and 254 mg/dl, respectively. He also stated that he is taking prednisone. The lifescan rep reviewed qc training and meter/lab testing.